Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device was received and evaluated. Visual inspection revealed the device was in used condition. No needle was visible at the proximal or distal end of the device; the broken needle was not returned. Functional testing of the device revealed that actuation of the jaw lever caused the jaw to open and close as intended. A needle and suture were loaded into the device and the device was tested on a rubber strip. The needle deployed with the suture as intended, and the needle retracted as intended. The test was repeated approximately 15 times with consistent results. The reported device failure cannot be confirmed. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no internally assignable cause for the reported issue. Review of the depuy synthes mitek complaints system revealed 2 dissimilar complaints for this lot of 10 devices released to distribution. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the customer's expressew iii without hook misfired repeatedly during a rotator cuff repair surgical procedure. According to the reporter, something was broke in the device causing the needle to break. The sales rep stated that the device did not break in the patient. The case was completed with a competitor product. There were no patient consequences or delays. The device will be returned for evaluation. The sales rep was not present for the case and could not provide any more details. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.